Event description:
The physician was attempting to implant a 3.00 mm diameter x 18 mm length endeavor resolute rx drug-eluting coronary stent to the right coronary artery (rca). The device was inspected and prepped before use with no issues noted. The lesion was severely calcified with 90% stenosis. The lesion pre-dilated twice. Resistance was experienced when advancing the device to/across the lesion. The device was unable to cross the lesion and was removed. The patient is reported to be stable post procedure and no additional clinical sequelae were reported. The device was returned for review. The stent was positioned on the balloon as per specification. The first two distal stent segments were raised and deformed. No further damage was noted.

Manufacturer narrative:
(B)(4). Evaluation, results: severe calcification, 90% stenosis; stent deformed, failure to deliver stent. Evaluation, conclusion: severe calcification, 90% stenosis.